Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting impedance issues. A fluoroscopy was made and it was discovered a suture issue. During revision it was confirmed that the lead was fractured caused by the pacemaker. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically observed high impedance measurements, this lead may be damaged possibly due to entrapment in the clavicular/first-rib area.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting impedance issues. A fluoroscopy was made and it was discovered a suture issue. During revision it was confirmed that the lead was fractured caused by the pacemaker. A new lead was successfully implanted. No additional adverse patient effects were reported.